Manufacturer narrative:
G4:08jun2021 g5:510k: k102985 b4:29jun2021. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. A philips service engineer (se) was dispatched to the customer site. The se reviewed event logs and discovered a "check vent: oxygen device failed" along with "oxygen not available." The se considered that the flow exceeded the leak compensation capability due to the patient circuit coming off and possibly caused the "oxygen device failed" alarm. High-pressure oxygen was connected to the device, and tests were run using a test lung. The fio2 setting is 23%, but the reported issue was not duplicated. The oxygen filter was visually inspected, and there was no ingress of a foreign substance or clogging. The se performed an oxygen concentration accuracy test, an oxygen/airflow volume accuracy test, the pressure sensor measuring the oxygen pressure was also checked, but no abnormality was observed, and all of them met specification. The device passed performance verification testing.

Event description:
It was reported to philips that the device had an oxygen not available alarm. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed there was no adverse patient impact.